Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and gotten out of the hospital yesterday and cannot get his pump working. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with pump. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose levels. The time and date of hospitalization was unknown. The customer was admitted, treated, and released. The customer felt the high blood glucose levels were due to the insulin being used. The customer was wearing the insulin pump at the time of hospitalization.